Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the viewer ergonomics were not functioning on console 2. A field service engineer on site contacted technical support, and a log review showed left force sensor failures. The site had already attempted multiple system restarts, but the error persisted. Technical support then advised having the surgeon log in and use preset ergonomics to move the viewer into position. There was no report of patient involvement or reported injury.